Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant experienced right-sided silent rupture, and bilateral ptosis post procedure. The issue of rupture was diagnosed in office visit. The mammogram examination confirmed the issue. As a result, the patient underwent bilateral replacement with cat#: 3503754bc, and bilateral crescent mastopexy on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).